Event description:
Event: unresolved type I endoleak. Case details: the pt's access arteries were reported to be narrow, tortuous, and calcific on both sides. The final angiogram demonstrated type I endoleaks at the superior and both iliac attachment sites. The endoleak on the ipsilateral side was resolved in vivo via a retroperitoneal incision. A competitor's cuff was placed in the contralateral side, however the leak persisted. The physician was confident that the leak at the superior and contralateral side would resolve once the heparin wore off.